Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to the infusion set cannula remaining inside the customer's skin. Customer's blood glucose level was 220 mg/dl. The infusion set cannula was successfully removed by a health care professional.